Manufacturer narrative:
The medical facility discarded the impella pump. The data logs were not retrieved, nor would they have pertained to the failure mode of limb ischemia. Without the pump, further clinical information such as vessel diameter or vessel morphology, the root cause of the limb ischemia could not be determined. The field team member did report that the pump functioned according to specification during her presence in the case support. The failure mode will be monitored and trended.

Event description:
A (B)(6) old patient was admitted with cardiogenic shock and acute myocardial infarction during a weekend. Access of the femoral artery for placement of an impella cp was complicated. Multiple access attempts were made. Once the pump was successfully placed, the patient was sent to the ICU for monitoring. In the ICU there was an observation made of diminished pulses, which is indicative of limb ischemia. The patient was taken to the operating department for exploration for a possible cutdown and axillary access placement of the impella. The femoral access was successfully preserved and the patient remained on support.

Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be (B)(6) 2019.